Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate ventricular fibrillation (vf) detection was observed. Technical support reviewed the session records which indicated the device detected lead noise and started to charge the capacitors. However, therapy was not delivered. The lead was replaced during an device replacement due to normal eri. Lead damage was suspected but not visualized during the replacement procedure. The patient is stable.